Event description:
It was reported that the 9900 system rebooted during case. When the reboot was complete, the system imaged, but the customer complained that the image was grainy. The procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and put back into service.